Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), d10 (updated the concomitant products) and h6 (removed health effect - clinical code 1905 and it's related replaced health effect - impact code 4613. Also, replaced health effect - impact code 2199 with 4613 for health effect - clinical code 1912) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: separating high blood glucose notes since low and high notes cannot be documented together. The customer was treated for low blood glucose with glucose/carb intake. The event involved product mmt-7040a. No product return was required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer seems to be in panic due to the pump's suspended insulin delivery. The customer stated that the pump had a battery failure. The customer reported a blood glucose value of 54 mg/dl for the low blood glucose. The current blood glucose value was 255 mg/dl for the high blood glucose. The customer experienced hypoglycemia. The customer experienced hyperglycemia and was treated with an insulin pump. The customer feels the vision is becoming blurry due to hunger. The event involved product(s) mmt-332a, mmt-1884, unk-sensor, and mmt-876a. Troubleshooting was not performed for the low blood glucose. Troubleshooting was partially performed for the high blood glucose and the battery failed alarm. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for unk-sensor. No product return is required for mmt-876a